Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the gastric vein using pod coils, ruby coils, a lantern delivery microcatheter (lantern), and a non-penumbra catheter. It was noted that the patient¿s anatomy was moderately tortuous. During the procedure, nine ruby coils and three pod coils were successfully implanted into the target vessel using the lantern. It was reported that two of the implanted pod coils were advanced through against resistance within the lantern. While advancing another pod coil through the distal end of the lantern, the pod coil became stuck. The physician then decided to remove the pod coil; however, upon retraction, the pod coil unintentionally detached within the lantern. Therefore, the lantern containing the pod coil was removed. The procedure was completed using nine pod packing coils (pod pc) and a non-penumbra microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed kinks and a fracture on the pusher assembly, and the pull wire was retracted out of the distal fractured segment. If the device is advanced against resistance, damage such as kinks may occur. Subsequently, if a kinked device is further manipulated, the kink may worsen to a fracture. The detached embolization coil was likely due to the pusher assembly fracture. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.